Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address unavailable. Bd corporate state (B)(6) was used as its place holder investigation summary: bd had not received samples or photos for evaluation. Retain samples from bd inventory could not be evaluated as the expiration date had been exceeded. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of expired tubes. Bd was not able to identify a root cause for the indicated failure mode and makes no claims on the use of expired products. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the user identified using the product past its recommended expiration date. The following information was provided by the initial reporter. The customer stated: it was reported that tubes were used after expiration date. Customer called to ask if test results are altered if they are drawn from an expired tube? (11 days past expiration date)?